Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had contamination of a brown hue in the drip chamber. This was identified upon opening the set's package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection an irregular and brown particulate was observed inside the drip chamber. The reported condition was verified. The cause of the condition was due to a manufacturing issue related to the device material. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.